Event description:
The customer reported that the 9900 sys had a collimator iris potentiometer error message during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.